Manufacturer narrative:
The device was returned to mmdg for evaluation. A DHR review was completed and found no non-conformances. During the investigation the pump was found to have debris in the mechanism, which resulted in the motor stall alarm. This report is being filed for the delay in therapy that the patient experienced.

Event description:
The initial reporter stated that the pump was alarming motor stall. They stated that this resulted in a delay in therapy. They did not specify how long the delay way. Mmdg followed up with the initial reporter, who stated that the patient had gone to the hospital to resume their infusion while the waited for a replacement pump. They stated there was no harm or adverse affect to the patient because of the delay in therapy. (B)(4).